Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to (B)(6) 2009 when the device failed a weekly auto self-test due to a low battery. The recorded temperature at the time was -1.1 degree c, which is below the recommended operating temperature. The device remained in fault mode for more than 2 years. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and continued up to (B)(6) 2013. Investigation confirmed a fault with the membrane. This caused the device to switch itself on automatically, which has the potential to cause premature depletion of the pad-pak (battery). Further more the device was stored under conditions that are below the recommended operating temperature and this has contributed to the low battery warning. The returned pad-pak from lot a1070 was found not to be fully depleted. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.